Manufacturer narrative:
For the investigation the log file was analyzed. On the day of the reported event, ventilation was started after a successful self-test. After about an hour, the device alarmed with medibus com 2 error. Based on the logbook, it was concluded that the m16.2 circuit board was faulty. It was replaced on site and tested in the laboratory, including the cf card. No deviations from the specification were found and the reported symptom could therefore not be reproduced. The exact cause could not be clarified, however a failed reset at processor level of the therapy control unit m16.2 was assumed. In the event of a complete loss of automatic ventilation, the electronic gas mixer and the device and patient monitoring are without function. The failure is indicated to the user via the secondary alarm system (continuous tone). It is still possible to continue therapy by means of manual ventilation using the o2 emergency dosing. No similiar cases are known, the case was ated as isolated. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The ffr is monitored in the responsible pqb, in case it is decided that measures are neccessary, this is derived from the pqb.

Event description:
It was reported that the perseus passed a system test in the morning of february 12th, 2025. After approximately two hours, the perseus switched off completely without warning. No screen display available (black) and automatic ventilation was no longer possible. Patient was ventilated to the end in emergency mode. No patient injury was reported.

Manufacturer narrative:
The investigation was just started, the result will be forwarded in a follow up report.

Event description:
It was reported that the perseus passed a system test in the morning of (B)(6) 2025. After approximately two hours, the perseus switched off completely without warning. No screen display available (black) and automatic ventilation was no longer possible. Patient was ventilated to the end in emergency mode. No patient injury was reported.